Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not functional) was unable to be confirmed duplicated. However, upon investigation the monitor was resetting. The cause of the resets was isolated to a ca board failure due to defective u102 and u105 flash chips. The root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.